Event description:
The device was used during a laparoscopic burch procedure. Reportedly, the instrument did not fire. The surgeon applied another device. The hosp has reported that no pt injury occurred.